Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, failed battery test alarm or power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got replace battery now alarm and failed battery alarm on insulin pump. Customer¿s blood glucose level was 220 mg/dl. Troubleshoot was performed for replace battery now alarm. Customer stated that they did get a low battery alert prior to the replace battery now alarm. Troubleshoot was performed for failed battery alarm, however the customer had frequent battery failed alarms. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.